Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the battery charge bars vary between 1-2 bars when there is a low battery symbol. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: the complaint of one to two bars showing on the battery icon intermittently is a normal function of the pump. According to the one touch ping user guide ¿the battery life indicator is shaded to show approximate battery life remaining.¿ the battery icon is an approximate measure of power remaining. The pump was tested for any other power issue. The returned battery cap and a test cap attached securely to the pump. No power loss occurrences were observed in the black box history. The pump was successfully run on a 24-hour basal program with no reboot occurrences. Investigators were unable to duplicate a complaint of no power during investigation. The pump was opened; no damage was observed to the power circuit and no moisture was observed internally.